Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow keypad button was intermittently responsive and required multiple button presses in order to elicit a response. The issue reportedly occurred 3 to 4 weeks ago. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: contamination under buttons with visible physical keypad damage and a cracked battery compartment. Testing confirmed intermittent responses to button presses on the up arrow button. Multiple button presses requiring increased force required before the up arrow button will engage. The down, ok, and contrast button respond to button presses and have normal spring back and click. The keypad cover is lifting and peeling along the side of the cover next to the up and down arrow buttons. Removed keypad cover to check condition of the button contacts and contamination was found to be present under the contacts of all buttons. Unrelated to the event, the battery compartment is cracked at opening of battery chamber extending down to the primary seal. No evidence of moisture damage present in battery compartment.